Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a revision approximately one year prior. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387s-40, lot# v135050, implanted: (B)(6) 2008, product type lead; product ID 3387-40, lot# j0555411v, implanted: (B)(6) 2006, product type lead. (B)(4).